Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had keypad anomaly. The blood glucose at the time of the incident was 324 mg/dl and current blood glucose was 264 mg/dl. The customer treated high blood glucose with the bolus and declined troubleshooting for it. Customer stated that numbers are not ramping on their own and the scroll bar is not moving with no input. The device will not be returned for analysis.